Event description:
Customer reported receiving alarm 29, which was verified in the pump history. There was no reported impact to the customer¿s blood glucose level. Technical support issued a replacement pump as the alarm occurred during the cartridge loading process; however, the customer did not disclose what backup therapy would be used to ensure insulin delivery was not interrupted.